Event description:
It was reported that the zimmer skin graft mesher was not meshing graft additional clinical follow up with the hospital indicated that the graft was unusable in the form the mesher produced. The surgeon was able to salvage the graft by making the holes manually. This prevented an additional donor harvest. The amount of time added to the procedure was reported to be 10 mins for surgeon to work graft manually.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.